Event description:
It was reported that the patient had the vns disabled due to it shocking her every 15 seconds. It was then reported that the patient passed away in 2021. No additional relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: it was initially reported that the patient was experiencing erratic stimulation based on reported patient experienced a shocking sensation every 15 seconds. There is no indication that stimulation was occurring erratically based on the information received.

Event description:
Corrected adverse event, initial report: it was initially reported that the patient was experiencing erratic stimulation based on reported patient experienced a shocking sensation every 15 seconds. There is no indication that stimulation was occurring erratically based on the information received. No other relevant information has been received to date.